Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle two. The patient's ultrafiltration reading was 601ml, indicating the home patient (hp) drained 601ml more than their maximum programmed fill volume of 150ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. (B)(4). The iipv event was confirmed through an event history log review. The cause was determined to be an unexpected high ultra-filtration (uf). If additional relevant information is received, a follow-up report will be sent.